Manufacturer narrative:
Model number/catalog number: sc-8352-50; serial number: (B)(4); batch/lot number: 18692115; model/catalog description: coveredge x 32 surgical lead kit 50 cm. It is indicated that the device will not be returned for evaluation therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing persistent pain at the ipg site. The patient underwent an explant procedure.